Event description:
Patient had surgery on right shoulder to repair slap lesion and correct recurrent dislocation by bankart repair. Pain care 3000 was used. On (B)(6) 2008, diagnosis of post-traumatic osteoarthritis and after consultation, diagnosis was glenohumeral chondrolysis.